Manufacturer narrative:
Initial reporter name and address: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. A visual analysis of the photographs identified: through the video provided, it is not possible to determine the lot number and catalog. Observed rupture in the device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: textured to smooth implant exchange.

Event description:
Healthcare professional reported a right side textured to smooth implant exchange. Physician reported "hole, non-specific" observed during surgery. The device has been replaced.